Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - did any needle piece fall into the patient? If yes, -was there any additional tissue damage as a result of searching for the needle piece? - what instruments were used to grasp the needle? - what tissue was being sutured when the event (needle breakage) occurred? - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure per user facility medwatch form # (B)(4), at the end of the surgical procedure, the surgeon was closing umbilical robotic lap site with suture, when the needle part of the suture broke into two pieces. Both pieces of the needle were retrieved and discarded. There was no harm to the patient. Another needle was used to suture the site. Broken needle was discarded. The device was not available for return. No adverse patient consequences were reported. Additional information was requested.